Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hs iii proximal seal system 3.8mm. One side of the seal was broken in the process of loading and removing the delivery device to the aorta. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # tw (B)(4). Autonumber: (B)(4). A photographic inspection was performed based on the pictures received from the client. One picture shows the device label. The other picture shows the device involved in this complaint consisting of the loading device, delivery device and the aortic cutter. Traces of blood can be seen on all the components mentioned. The seal can be seen protruding and hanging by the tip of the delivery device. The device was returned to the factory for evaluation. The aortic cutter was not received. Only the loading device and the delivery device were received for evaluation. A visual inspection was conducted. Signs of clinical use with evidence of blood were observed. The delivery device was outside of the loading device when it was returned. Traces of blood were evident on many parts of the loading device and all over the delivery device including the internal parts of the delivery tube. The presence of blood inside the delivery tube indicates an attempt to deploy the seal into the aorta. It was observed that the tension spring assembly remained inside the delivery tube with the bloody seal hanging by the tip of the delivery tube. The blue lock on the delivery device was unlocked and the white plunger pressed. The seal was pulled out from the delivery device for inspection. Microscopic inspection showed the tether remained uncut and attached to the seal and tension spring. The seal appeared intact. Due to the contaminated state of the delivery device, measurement of the delivery tube is not possible. Based on the returned condition of the device and the results of the evaluation, both reported failures fitting problem and break were not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hs iii proximal seal system 3.8mm. One side of the seal was broken in the process of loading and removing the delivery device to the aorta. The hospital did not report any patient effects.